Manufacturer narrative:
The ventilator was returned and evaluated. The "popping" sound was not observed during evaluation. The "hissing" sound may have been the gas bleed off required for normal ventilation function. The out of specification readings of the mixer and ventilator unit are due to the miscalibration of the millennium ventilator by a third party. The use of nonconforming components is due to the improper overhaul procedure of the millennium ventilator by a third party. A device history review (DHR) was performed. Millennium vent, serial number (B)(4), was manufactured on (B)(6) 2010. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. No patient injury was reported. This report is submitted to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during use of the ventilator a popping sound and a hissing sound was heard. No patient injury was reported.